Event description:
Reporter indicated that vns pt had been experiencing arm and facial numbness with burning and pain since approx one or two weeks post-implant. It was reported that the pt had constant numbness on the left side of the face along with daily intermittent burning and pain. The burning and pain is "on and off throughout the day" and lasts approx 4 -5 minutes at a time. The pt also reports left arm numbness, burning and pain which are all intermittent throughout the day. An emg of the pt's upper extremities seems to have ruled-out nerve damage, but the pt is scheduled for an MRI of the cervical spine to evaluate for any cervical disk prolapse. Investigation to date has been unable to determine whether or not the pt's symptoms are related to the vns.